Manufacturer narrative:
The insulin pump was received with a blank display due to battery tube power connector not connected properly to j7/pcb 1. Connected power connector and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was also received with the serial number label faded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had physical damage. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.